Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Intermittent loss of ventricular sensing of ventricular fibrillation (vf) was noted due to small amplitude r waves that were less than the programmed sensitivity settings. The patient had pancreatitis, severe congestive heart failure (chf) and was in poor health. The patient was advised to schedule appointment, however was too sick to schedule. The device could have been set to a more sensitive setting that would have picked up some more of the ventricular fibrillation (vf) events and shortened the time till therapy and would also have increased the likelihood of hv therapy delivery. The device functioned normally based on the programmed parameters.